Manufacturer narrative:
The main component of the system and other applicable components are product ID: 3889-33, lot# va1eypy, implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that patient had a revision on (B)(6) and the lead was in perfect placement. Patient had an image done today and the lead had migrated deep past the foramen. Manufacturer representative (rep) stated that it was the deepest they had seen it and wanted to know what could cause that. Rep also stated that the healthcare physician (hcp) told them there was no trauma to the area. Moreover, there was no falls. The image was taken because the patient stated that stimulation was in their hip. More information was received on (B)(6) with rep reporting that the hcp intends to revise the patient's implant by removing the current lead and placing another lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that lead was replaced 2017 (B)(6); the lead that migrated was removed and a new lead was placed on the right side. No further complications were reported.